Event description:
It was reported that a patient underwent an unknown spinal procedure. Sometime post-operatively, it was discovered that a rod was broken. A revision surgery was performed to remove the broken rod. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information. X-rays received show an ap view of large construct, t3 - low lumbar or sacral. Immobile area on right at thoracolumbar junction became stress riser and rod broke.